Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated their device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to print the code summary for a post event review. The customer advised that one battery displayed 3 bars (approximately 75% charge). There was no patient use associated with the reported event.